Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 30 mmol/l. The customer also stated that, the infusion set had bent cannula. The customer treated high blood glucose with the manual injection and installed a new set, which caused a high blood glucose again. The device is not expected to be returned for analysis.